Event description:
It was reported that the device snapped off during procedure. No patient injury reported.

Manufacturer narrative:
One arthropierce 35 degree up was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The distal tip including the upper jaw has been broken off and was not returned for evaluation. The break area is bent. Shaft was tested for material condition and was found to meet print specification. The condition of the device indicates excessive force was placed on the tip during use resulting in its breakage. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established. No further investigation is required at this time.